Event description:
Rptr worked in a beauty shop until the day before her surgery. She had some pain but could keep her job. Since 10/27/92, she has not worked in the shop, very little in her home and not any yard work. She has had very few days that she has felt like even getting out of bed. Her back never gave her the pain she has now until after her surgery. Instead of being able to get off voltaren and darvocet like her dr said she would be able to, she has also had to add to them flexeril. Her life is pain and fear.